Event description:
Customer received result of 193 mg/dl on advantage system 1 and results of 106 mg/dl and 107 mg/dl on advantage system 2 within 10 minutes. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549631, expiration date 05/31/2008). (B)(6).